Event description:
It was reported that the screwdriver was missing the set screw upon inspection.

Event description:
It was reported that the screwdriver was missing the set screw upon inspection.

Manufacturer narrative:
Evaluation summary: the reported event that a fixing screw was missing could be confirmed. The visual examination of the screwdriver handle showed that on the grip back part the fixing screw has been detached. The detached fixing screw was not returned for investigation. The microscopic investigation showed an indentation in the countersink of the hole in the grip back part. Based on investigation the typical indentation on the countersink of the hole of the grip back part indicates that the fixing screw was initially attached and firmly tightened. A loosening of itself is very implausibly. Moreover during assembly of the screwdriver handle a 100% self worker control takes place. Indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore no preventive and / or corrective actions are deemed necessary at this time.

Manufacturer narrative:
Investigation in progress but not yet complete.